Manufacturer narrative:
Product ID: mc1vr01-delsys product event summary the full delivery system was returned and analyzed. The analysis indicated that the delivery system outer shaft was kinked/buckled. The delivery system inner shaft was mechanically kinked/bent. The articulation of the delivery system was out of plane. Visual analysis of the delivery system indicated damage during use. The analyst noted the full delivery system was returned with the device intact in the device cup. The outer shaft is kink/buckled between 5 cm and 6 centimeters from the distal end of the delivery system. The inner shaft is kinked at 2.9 centimeters from the distal end of the recapture cone. The delivery system was able to be flushed without resistance. The inner shaft kink and the outer shaft kink/buckled may have contributed to the delivery system to have resistance while flushing. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the leadless implantable pulse generator (ipg) implant, difficulty was encountered with the fixation and resulted in prolonged procedure time. Although five deployments of the leadless ipg were performed, high thresholds resulted. It was also reported that, pacing capture failure occurred at the fourth and fifth deployment. The leadless ipg system was removed out of the patient¿s body. A large quantity of thrombi was identified in the device cup as well as major quantity of thrombi adhered to the delivery system and tissue on the electrode portion. Cleaning of the thrombi was attempted but difficulty was encountered because the thrombi had intricately entangled in the tines of the leadless ipg. Flushing was performed via the flush port, however, considerable force was required to push the saline solution. A new leadless ipg system, was advanced and implanted in the apical septum with sufficient fixation and the procedure was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.